Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The e-100 has been returned and evaluated by the failure analysis team. The reported failure was and replicated. This unit was installed onto the test system and failed testing. Unit would be powered on without an instrument plugged in and would power on without error, but when instrument was plugged in unit would not light instrument led. On instances that unit powered in with instrument plugged in, e100 would give an error tone on startup and presented a red led.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, intermittent issues with vessel sealer extend (vse) instrument when it was connected to e-100. The staff often had to move vse instrument connection to erbe for vse instrument to work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: vse was planned to use during procedure but it was never used as it did not connect. Site used third part generator (not another e-100 or erbe) to complete the procedure with no reported injury. Erbe was not in use when the issue occurred.